Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high and low blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's mother reported that the insulin pump had cracks. The customer's mother reported that the insulin pump was hit. The customer's blood glucose was 492 mg/dl at the time of incident. The customer's blood glucose was 51 mg/dl at the time of call. The customer's blood glucose was 52 mg/dl at the end of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they treated the low blood glucose with food. The customer's mother stated that the no delivery alarm was resolved by a complete set change. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.